Event description:
It was reported that the patient presented prior to routine generator change. Upon device interrogation it was noted that the right ventricular lead exhibited variable pacing impedance measurements, with some values that exceeded the upper limit. The lead was capped and replaced on (B)(6) 2024. The patient was discharged.